Event description:
Gambro received a report of a pt who died in 2007. Two days earlier (at 7:00 pm), he was presented to the hospital's emergency dept with an altered state of consciousness. His condition was later diagnosed as urosepsis that quickly led to acute renal failure. The pt was admitted to the hospital's ic dept and placed on continuous veno-venous hemofiltration (cvvh) therapy using a prisma machine. The next day, at approx 9:00 am, the pt's family decided to discontinue life-support and the pt died 16 hours later.